Manufacturer narrative:
Sjm has limited info related to the pt's medical history and is unable to form an opinion as to the relevancy of the pt's history to the event reported. Sjm defers to the pt's physician regarding medical history.

Event description:
The pt was implanted with a surgical lead for back and leg pain on (B)(6) 2010. It was reported that she was experiencing lower abdominal pain. F/u on the pt found that the reported discomfort is subsiding. No add'l issues were reported. According to the MFR's registration records, all components of the pt's scs system remain implanted.